Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, their response was they do not record the lot number of any jada devices they use. A good faith effort to obtain lot number has been attempted. While the jada device is designed to remain in place until the verification steps have been completed and the provider has determined that jada can be removed, the jada device is not anchored in the body and thus it is plausible that the device could be expelled in cases where intra-abdominal pressure significantly increases, such as in episodes of vomiting or when pulling force is applied to the device. Jada was not designed, nor do we make claims that the device is intended to remain in place in cases where significant pushing or pulling forces are applied. In this case, in advance of the vomiting, the device met its performance specification and operated as intended. The abnormal bleeding was controlled by jada; however, the device was expelled before the active vacuum treatment was discontinued, most likely due to increased intra-abdominal pressure from the episode of vomiting as noted by the provider. Upon re-insertion of the jada device after expulsion, the patient's pph was successfully treated. No additional treatment was needed for this patient's bleeding and no adverse events related to the expulsion of the jada device were reported. Although, as stated above, jada controlled the bleeding prior to the expulsion and no further treatment was needed in this case, it is possible that the expulsion of a jada device could occur prior to adequate control of bleeding and a new jada device may need to be inserted following an expulsion. It is standard for patients receiving pph treatment to be closely monitored; therefore, an undiagnosed jada expulsion leading to a delay in treatment would be remote. Due to the low-level of vacuum used, the design of the intrauterine loop and the intrauterine loop shield, injury to the uterus from an expulsion is also remote. Due to the pliability of the cervical seal, injury to the vaginal tissue from an expulsion of the jada device is also remote. Therefore, it is concluded that the chance of death or serious injury due to a device expulsion is remote. If the device expulsion had occurred at a time when the patient was not under close observation and actively bleeding, this malfunction could result in serious injury. Due to this, this event will be reported to the FDA as a device malfunction.

Event description:
Alydia health employee received a completed jada experience survey form that reported jada stopped the postpartum hemorrhage (pph) and noted, "it controlled, but then it came out" in the area on the survey designated for feedback on 'tell us how jada worked'. The event date for this survey was (B)(6) 2021, and the survey was received by an alydia health employee on december 6, 2021. The information provided for this event was received from the survey and from direct follow up with the site. This patient is described as grand multiparous with obesity and pre-eclampsia. Her pph started within 1 hour after an induced vaginal delivery. Prior to jada treatment, this patient received hemabate (1 unit), cytotec (1 unit), and txa (1 unit). The amount of blood loss prior to jada use was reported as 1035 ml. Initially after placing the jada device, the cervical seal was filled with 90 ml of sterile fluid, full coverage and seal of external os was achieved, bleeding was controlled, and the patient was stabilized. The patient vomited shortly after jada was placed and the device was expelled. Jada was then reinserted, and the cervical seal was increased to 120 ml and suction reapplied. The patient was then stabilized again without incident. The site describes "greater than 10 minutes to control bleeding" as the time from initial jada insertion, expulsion, re-insertion and repeat bleeding control. The amount of blood reported as evacuated with jada was 100 ml. No other information was received for this patient or event.